Event description:
During a lap roux-en-y procedure, error code (unknown) - blade malfunctioned, used test tip, and replaced blade. Two separate shears tested and non functional. Blades to be returned for evaluation. No further information was provided. There were no adverse consequences to the patient.